Event description:
Related manufacturer report number: 2017865-2019-16265, 2017865-2019-16266. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device was received two years after the patient death with no complaint and a cause of death marked unknown. The results indicate the battery reached normal end of life (eol) with loss of output and telemetry consistent with normal battery depletion. Battery voltage was 0.823 volts (end of life) in circuit. With a new cell connected the pacer exhibited normal device characteristics.